Event description:
Related manufacturer reference number 3006705815-2019-02360, 3006705815-2019-02361, 1627487-2019-07290. It was reported that two of the patient's leads migrated. As a result, the patient underwent surgical intervention wherein the two leads were explanted, replaced and repositioned. Effective therapy was restored post procedure. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Related manufacturer reference number 3006705815-2019-02360, 3006705815-2019-02361, 1627487-2019-07290.